Event description:
It was reported during a breast biopsy/ancillary node dissection a msm20 was fired on the vessels for the lymph node dissection and the clips scissored. It was fired twice more and scissored both times. The msm20 use was discontinued and the case was completed using suture to ligate the vessels. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50472. Based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident "the clips scissored" during surgery. The applier was rec'd in good physical condition, with no anomalies observed. The applier was examined and was found to be functional. The applier was cycled, fed, and properly formed the remaining 14 clips within design spec and without incident. It was concluded that the applier was conforming to design specs.